Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained blood glucose reading of 26.7 mmol/l on the contour next link meter and 7.2 mmol/l on the diabetes educator's meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The customer discarded the test strips involved in the event. Since the test strips information is not available, this report will be submitted under the meter information.

Manufacturer narrative:
Section h4 has been updated with the device manufacture date.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.